Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 10/8/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: were there patient consequences? If yes, please explain. Please provide the product code and lot number. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that a patient underwent a debridement and suturing surgery on (B)(6) 2025 and suture was used. The patient came to the hospital for treatment due to a head skin laceration. The doctor performed debridement and suturing treatment. During the suturing process, the suture broke. After the doctor replaced the suture, it did not happen again. There were no patient consequences reported. Additional information was requested.